Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Review of the as400 system show that 8 other devices from both reported lots have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided information states the pt dislocated twice while sleeping. The glenoid component became loose; the surgeon opted to do a ream and run hemiarthroplasty. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt dislocated twice posteriorly while sleeping 6 months post op. The glenoid component became loose, surgeon opted for a ream and run hemiarthroplasty.